Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call loose drive support cap. Customer's blood glucose level was over 300 mg/dl. Troubleshooting for the drive support cap was performed. Customer advised they had a loose drive support cap and they are not sure how the damage occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomalies noted. However, the insulin pump was received missing the drive support sticker and end cap sticker.